Event description:
It was reported that there was a hip revision due to dislocation.

Manufacturer narrative:
An event regarding dislocation involving a trident 0 degree insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Clinical history, progress notes, and operative reports are needed. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided

Event description:
It was reported that there was a hip revision due to dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.